Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer experienced an elevated blood glucose (bg) level (504-505 mg/dl). At the time of the call with tandem technical support, the customer had not yet treated the bg.